Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had scratches and cracks on the blade. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and was in use for about two hours. No fragments fell inside the patient and there was no injury. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.